Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level, one set had a large pus bubble, site issues at thigh and blood at site. Customer's blood glucose level was of 395 mg/dl, 368 mg/dl, 382 mg/dl, 372 mg/dl, and 200 mg/dl something after changing out site and later it was 125 mg/dl this morning. Customer declined to troubleshoot for high readings and bent cannula. Customer additionally stated that blood glucose was 355 mg/dl, 416 mg/dl and 411 mg/dl. The insulin pump will be returned for analysis.